Event description:
Reliance set screw, ti, is part of the rms spinal screw system. Reliance medical systems was made aware of the loose set screw, (B)(6) 2022 by field rep john hunt. Implantation of device was performed (B)(6) 2022 by dr. Esce. Dr esce discovered a set screw had come off a pedicle screw during a post op. It is unknown when or how the set screw came off the pedicle screw.